Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: what tissue / site was sutured when decoupage occurred? Under laparoscopy, perform a right neosalpingostomy, with eversion of the tubal mucosa and suture using 2 points of pds 4-0. How was the procedure completed? The needle was retrieved without requiring a fluoroscopy. Was the needle withdrawn from the patient during the same procedure? Yes. What is the patient's current state of health? The patient was discharged from hospital the day after the operation. No information since. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an adhesiolysis procedure on (B)(6) 2021 and suture was used. During the procedure, the thread pulled from the needle and the needle fallen inside the patient. The needle has been recovered without scopy but risk of injury for the patient and the user. No adverse patient consequences were reported. Additional information was requested.